Manufacturer narrative:
(B) (6). (B) (4).

Event description:
Same case as MFR report #: 2134265-2010-02825. It was reported that during a percutaneous coronary rotational atherectomy interventional procedure, a wire detachment and vessel perforation occurred. The chronically total occluded lesion was located in the severely calcified right coronary artery (rca). During ablation at 210,000 rpms with the 1.25mm rotablator rotalink plus system, the rotawire detached and a perforation occurred at the ostium of the rca. Promitan was given to treat the perforation. The rotawire fragment remains in the mid rca. However, no patient complications were reported and patient's status was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: the guide wire was received in two fragments, a small fragment and the rest of the wire stuck inside the rotablator with the spring tip missing. The small fragment which measures 11cm is fractured at both ends; the proximal fracture of the fragment mates with the fractured distal side of the fragment that is protruding from the rotablator. The fragment that is inside the rotablator measures 311cm in length. The od of the small fragment was measured and the od indicates it is from the distal side of the wire. The od of the remaining portion device was also measured and found to be within od specs. Samples of both fractures were sent to the analytical lab. Both fractures exhibited a fibrous appearing structure that is actually the longitudinal grains of the wire. This is typical of a bending type condition. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-02825. It was reported that during a percutaneous coronary rotational atherectomy interventional procedure, a wire detachment and vessel perforation occurred. The chronically total occluded lesion was located in the severely calcified right coronary artery (rca). During ablation at 210,000 rpms with the 1.25mm rotablator rotalink plus system, the rotawire detached and a perforation occurred at the ostium of the rca. Promitan was given to treat the perforation. The rotawire fragment remains in the mid rca. However, no patient complications were reported and patient status was reported as 'good'.